Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that the device "runs constantly" and the patient questioned the "battery" replacement. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
Follow up with clinic determined the patient had a device check since the initial report and the device did not present any trait of running constantly nor was it brought up by the patient during the check.